Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hiv ag/ab list 04j27 that has a similar product distributed in the us, list number 02p36. This event was also submitted in manufacturer's report 1628664-2019-00461 under a second suspect medical device.

Event description:
The customer observed negative impact to patient management due to a falsely elevated hiv ag/ab combo result on the architect i2000sr analyzer. The following results were found in the log: sample ID (B)(6): a (B)(6) architect hiv result ((B)(6)) and a (B)(6) result ((B)(6)). Additional tests were run: immunoblot, p24 ag, rna, hiv2. A 7-day delay in a living kidney transplant was experienced. The transplant occurred following the delay, however no further patient details for the donor or recipient could be obtained.

Manufacturer narrative:
Two suspect medical devices were investigated, both ln 4j27 hiv reagent and the architect analyzer. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data, specificity testing and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to adequately address the possible risk of false positive results. No return patient sample was available. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. The instrument was serviced by replacing the probe (ln 8c94). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.